Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had a revision surgery due to pain, the patient was scheduled for a revision of the femoral stem with arcos revision stem. The wagner stem that was removed was not damaged. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of provided pictures identified a femoral stem with scratch marks at the level of the neck. The stem is intact and not fractured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. One single CT slice was received for investigation. The review identified a total hip arthroplasty. The neck of the stem shows a dark line that could explain the possible fracture that was reported. However, a single CT slice is not complete and therefore an assessment cannot be performed. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2, a3, b5, g3; h2; h3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had a revision surgery of the femoral stem with arcos revision stem due to pain while lifting weights. The wagner stem that was removed was not damaged. Due diligence has been completed for this complaint; to date all available additional information has been received.